Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced recurrent infections at cannula insertion sites associated with use of the cannula adhesive in that one of these infections led to sepsis event on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. To prevent recurrence, the patient implementing a new skin preparation method as advised by her healthcare provider like cleaning the planned insertion site with hibiclens, applying a tegaderm barrier dressing with a hole cut out for the cannula so that the adhesive does not contact the skin and after removing the infusion set, cleaning with betadine, and applying alocaine if itching occurs at the insertion site. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.